Event description:
I used renu with moistureloc contact lens saline solution from early march 2006 through early may 2006. Mid may I was diagnosed with fusarium keratitis. I used an anti-fungal medication for about a month. I developed a secondary infection from the medication and had to use a bacterial medication for a couple of weeks. Still have some blurred vision.